Manufacturer narrative:
Device is combination product. (B)(6).

Event description:
It was reported that stent damage occurred. The 2.25 x 24mm synergy drug eluting stent was introduced but was unable to cross the target lesion and the distal part of the stent was noted to be flared. The device was removed and the procedure completed with a different size synergy stent. No patient complications were reported.